Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the device was not returned for evaluation. No specific device failure mode was alleged. The result of the investigation is confirmed for the patient report of adverse effects - pseudoaneurysm post arteriovenous fistula creation. The definitive root cause for the reported adverse effects of pseudoaneurysm could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: indications: the wavelinq¿ endoavf system is intended for the cutting and coagulation of blood vessel tissue in the peripheral vasculature for the creation of an arteriovenous fistula used for hemodialysis. Contraindications: known central venous stenosis or upper extremity venous occlusion on the same side as the planned avf creation. Known allergy or reaction to any drugs/fluids used in this procedure. Known adverse effects to moderate sedation and/or anesthesia. Distance between target artery and vein > 1.5 mm. Target vessels < 2 mm in diameter. Potential adverse events: the known potential risks related to the wavelinq¿ endoavf system and procedure, a standard avf, and endovascular procedures may include, but are not limited to: aborted or longer procedure; additional procedures; bleeding, hematoma or hemorrhage; bruising; burns; death; electrocution; embolism; failure to mature; fever; increased risk of congestive heart failure; infection; numbness, tingling, and/or coolness; occlusion/stenosis; problem due to sedation or anesthesia; pseudoaneurysm; aneurysm; sepsis; steal syndrome or ischemia; swelling, irritation, or pain; thrombosis; toxic or allergic reaction; venous hypertension (arm swelling); vessel, nerve, or avf damage or rupture; wound problem. H10: robert shahverdyan, gerald beathard, nasir mushtaq, terry f. Litchfield, peter r. Nelson, and william c. Jennings (2020). Comparison of outcomes of percutaneous arteriovenous fistulae creation by ellipsys and wavelinq devices. J vasc interv radiol, 31(9):1365-1372. Doi: 10.1016/j.jvir.2020.06.008. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in journal titled ¿comparison of outcomes of percutaneous arteriovenous fistulae creation by ellipsys and wavelinq devices¿ that approximately sometime post procedure, out of thirty-five patients, there was one wavelinq patient who developed a 2.3-cm anastomotic pseudoaneurysm. It was further reported that the resection of pseudoaneurysm was made and surgical arteriovenous fistula constructed instead. However, the current status of the patient is unknown.

Event description:
It was reported in an article in journal titled ¿comparison of outcomes of percutaneous arteriovenous fistulae creation by ellipsys and wavelinq devices¿ that approximately sometime post procedure, out of thirty-five patients, there was one wavelinq patient who developed a 2.3-cm anastomotic pseudoaneurysm. It was further reported that the resection of pseudoaneurysm was made and surgical arteriovenous fistula constructed instead. However, the current status of the patient is unknown.

Manufacturer narrative:
Robert shahverdyan, gerald beathard, nasir mushtaq, terry f. Litchfield, peter r. Nelson, and william c. Jennings (2020). Comparison of outcomes of percutaneous arteriovenous fistulae creation by ellipsys and wavelinq devices. J vasc interv radiol, 31(9):1365-1372. Doi: 10.1016/j.jvir.2020.06.008. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.